Manufacturer narrative:
The device was received by depuy synthes. The device is currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating "unit beyond economical repair". It is unknown if the device was being used during surgery. It is unknown if there was injury or medical intervention. The date of the event is unknown. There was no additional information provided.